Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 303 mg/dl. Customer stated that the alarm occurred during basal. Customer also had a motion sensor test failure alarm. Customer uses the sensor feature on the pump. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to constant motor error alarm. No prime alarm noted. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.